Event description:
The customer reports she accessed the vein and had the wire and sheath in the pt. She then proceeded to remove the introducer and wire, leaving the sheath. After she removed both, she inspected the wire and noticed it had broken off. The floppy distal portion had broken off in the pt's leg. She tried to retrieve it and was unsuccessful. The pt was sent to the ER, where removal in the hospital was successful. The pt had no further complications.

Manufacturer narrative:
This failure could not be verified due to no product being returned for eval. A root cause is unable to be determined; therefore, no corrective actions will be taken. If product is returned in the future, the issue will be re-evaluated at that time.